Event description:
It was reported that the procedure was to treat the right internal/common carotid artery, with tortuosity and calcification. The patient came in symptomatic, with facial droop and left side weakness; however, the symptoms resolved prior to the procedure. There was difficulty getting the diagnostic catheter to the lesion; however, the emboshield nav 6 filter was placed and an xact stent was deployed without issue. After post-dilatation was performed, no flow was observed; therefore, it was thought that the filter must be full. When the filter was removed, the flow returned. Immediately post-procedure, the patient was unable to move his left arm or foot, had slurred speech and was disoriented. A post-procedure magnetic resonance imaging (MRI) was done, which showed a possible cerebral hemorrhage or infarct; however, there was no pre-procedure MRI to determine if the event was new or old. The patients symptoms resolved the same day.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke, occlusion and hemorrhage are known potential adverse events as listed in the emboshield nav6 instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.